Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer fell down and the pump touch screen became shattered. Additionally, the pump touch screen became unresponsive. There was no adverse impact to customer's blood glucose level. Reportedly, customer reverted to a backup pump for insulin therapy.